Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m159923 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m159923 and test base part number 190-430 / lot m159923. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m159923 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses patient 2 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal puritan sterile swab rayon applicator. The test was performed as a part of routine patient testing. Confirmation testing with pcr generated negative results. The customer stated the patient was asymptomatic, with cough for one month the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR number: 1221359-2021-03334, 1221359-2021-03335.